Event description:
The reporter contacted animas on (B)(6) 2012 stating the up and down arrow keypad buttons were intermittently unresponsive and the symbols were worn off of the buttons. The reporter denied any trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean the pump. It was reported a skin was on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast, up arrow, and down arrow keypad buttons were intermittently unresponsive; the ok keypad button responded appropriately. During investigation, evidence of contamination was found under all key contacts.